Event description:
Customer reported a communications error on the workstation. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. System operates as intended. This MDR is related to ge healthcare complaint number.